Event description:
The patient reported feeling a thumping in the chest and seeing it move and getting a feeling when the device paces the heart. Follow up was done with the patient¿s clinic and it was reported that the patient has been experiencing diaphragmatic stimulation due to pacing on the left ventricular (lv) lead. The outputs on the lead have been lowered which greatly reduced the stimulation but still was seen intermittently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2013 (B)(6); product ID 6947m-72 implantable tachy lead implanted: 2013 (B)(6). (B)(4).